Event description:
It was reported that during an implant procedure impedances over 40,000 ohms were seen on electrodes 9, 10, 11 and 13. Two leads were implanted and both leads showed normal impedances when placed in the 0-7 port and impedances over 40,000 ohms when placed in the 8-15 port. This was before the battery was placed in the pocket, so there was no change of fluid getting in the ports. The leads were suctioned and aspirated to remove any possible fluid with no changes in the high impedances. The patient was woken up on the operating table and tested at 10.5 volts without feeling stimulation. A new implantable neurostimulator was used and perfect impedances were immediately measured using the default of 0.7 volts. The patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis of implantable neurostimulator (ins) revealed no anomaly found - ins is functionally ok.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.